Event description:
It was reported that the patient experienced a "shocking sensation" when the device was turned on. It was further noted that the patient was "jumping around like a jumping bean." It was reported that the antenna had been positioned "in the middle, not over the hip" when recharging the device. It was further noted that the antenna had been placed over the incision for the leads and not the implant. Basic functionality and information about the device were reviewed and "education on the patient programmer use resolved the reported issue." It was noted that after turning the stimulation down and off, there was no more shocking sensation. The patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was unknown if the patient had any surgery following implant on 2012 (B)(6). At a follow up visit on 2012 (B)(6) the patient noted decreased pain in incisional areas. The patient was getting good coverage from spinal cord stimulator device from back to lower extremities. The patient did not mention feeling "shocked."

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).